Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with slight pry marks observed on the rear housing corner. Event history log review was performed and found two "no disposable" alarms recorded. Visual inspection, sensor verification, and delivery accuracy testing were performed. The customer's reported problem regarding "no disposable" alarm was unable to be duplicated although the event log indicates that an event occurred (2 no disposable alarms recorded). In additional, sensor testing found the downstream occlusion (dso) sensor value was within manufacturing specification. Simulated use testing was unable to replicate the error with a disposable attached to pump. During investigation after removal of the cassette the pump did alarm for "no disposable attached". Therefore, the pump upstream occlusion (uso) sensor was recalibrated and dso sensor replaced as a preventive measure. The delivery accuracy testing on the pump found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. No problem found with the accuracy of the pump. According to the investigation the pump was returned with a cassette attached and visual inspection of the cassette found that the pump tube misaligned on the pressure plate of the cassette. And with the misaligned tube the pump may not correctly sense the uso for cassette detection and with the pump misreading the pump tube, the pump may alarm for "no disposable". The problem source of the reported problem is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cadd legacy plus infusion pump gave an alarm but the pump screen stayed normal. The reported also stated that eventually a "no disposable, clamp tubing" alarm went off. There was no patient injury due to the reported event.